Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2017 not march 08, 2017 as previously reported. This report is filed on may 22, 2017.

Manufacturer narrative:
This report is submitted on april 05, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2017, and the patient was reimplanted with a new device.